Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the preparation of the steerable guide catheter (sgc), it was noticed that the flush post y-connector from the dilator of the guide was broken. It was observed that fluid was leaking when three-way stopcock was connected to check for fluid leakage. Guide was replaced and continued with the procedure. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.